Event description:
The customer reported that the monitoring equipment provided spo2 readings at 100% after the spo2 sensor was removed from the pt's finger.

Manufacturer narrative:
(B)(4): the customer reported that the monitoring equipment provided spo2 readings at 100% after the spo2 sensor was removed from the pt's finger, which was turning blue. Based on the info provided, the hospital is using non-philips spo2 sensors which are measuring incorrectly and after removing the sensor from the pt, the sensor continued to measure 100% saturation. Philips is continuing to investigate and will file a supplemental report when the investigation is complete.